Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient was experiencing a power disconnect' alarm as a result of the controller not remaining connected with either a battery or ac adapter. There was no reported patient injury related to this event. The controller was taken out of use and new equipment was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller failed external visual inspection as result of a damaged pin on port 1. As a result, the most likely root cause for the power disconnect' alarm event was found to be a damaged pin on the power source 1 (ps1) connector, most likely a result of improper handling, material durability and assembly interferences. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller power port did not provide a secure mechanical connection and multiple "power disconnect" alarms occurred with both battery and controller ac adapters. The hospital performed a controller a controller exchange. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.